Event description:
Smoke was allegedly seen coming from the unit while it was turned off and not connected to ac power. The left side of the unit was extensively damaged from excessive heat near the aux connector. The auxiliary supply was not connected to the unit. There was no pt involvement with the reported event.